Event description:
It was reported that the tip of the awl was bent during testing by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the awl was bent during testing by the manufacturer sales representative at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was bent was confirmed through the visual inspection and production software. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to the bent tip. The device was repaired and returned to stryker stock.